Manufacturer narrative:
Approximate age of device- 1 year and 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital on (B)(6) 2019 for possible gastrointestinal bleeding (gi). The patient¿s hemoglobin 6.8 g/dl (hgb) and 20.9 % hematocrit (hct). The patient was transfused with 2 unit of packed red blood cells (prbc) and discharged home. No additional information was provided.

Event description:
Additional information received that follow up labs from (B)(6) 2019 reported the patient¿s hemoglobin 8.1 g/dl (hgb) and 24.3 hematocrit % (hct). No further information was reported.

Manufacturer narrative:
No further information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.